Event description:
Consumer reports readings that are not consistent with the way they feel. Analysis run on clark error grid using mean avg. Readings. (263) as ref. Point vs. Bd readings (20, 596, 230, 270, 198) yielded data points in the c/e range of the grid, outside of acceptable limits.